Event description:
It was reported that usb port was damaged, making it impossible to insert charging cable. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor organized replacement pump while awaiting returned device, but no further outcome information was available.